Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that she was having issue with her device. The patient stated that she was having a urinary tract infection. The agent was unable to warm transfer to patient services because they were already closed. The patient stated that she already had an appointment next week with her doctor regarding this matter. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was peeing on herself constantly and she just pooped all over the world and back. Patient handset and the communicator were not charged. Pt is going to charge them and then call back to do troubleshooting. No further complications were noted or anticipated